Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In providing documentation for a revision of patient's right hip on (B)(6) 2019 ((B)(4)), rep provided an operative report from a revision on (B)(6) 2018. The operative report indicates preoperative diagnosis of "aseptic loosening, acetabular component, right total hip arthroplasty". Procedure notes indicate "...there was a bulbous area of blood-tinged, brownish fluid distending the joint...we removed the cup, which was grossly loose...this was done after first removing the 3 dome screws from the hemispherical trident cup. The screws had very little fixation...there was minimal to no bone loss. However, upon reaming, it was apparent that there was not a ton of bone in her posterior column...". Rep reported that no further information is available.